Event description:
The patient presented in the dental office on (B)(6) 2014 with a fractured abutment screw stuck in the implant. Biomet 3i will provide a screw removal tool to retrieve the screw fragment.

Manufacturer narrative:
Product associated with this complaint will not be returned for evaluation; the fractured portion of the screw remains inside of the implant and the implant remains implanted. Evidence of the fractured screw has been observed through provided radiographs. The screw removal kit has been provided by customer service. No lot or order number has been provided for review for the iunihg. A review of the product¿s complaint history in etq did not provide any indication of a manufacturing deviation that would contribute to this event. Definitive root cause has not been determined.